Manufacturer narrative:
D10 concomitant products: sig power sigadaptxl linear xl adapter (serial#: (B)(6), sig power sigphandle handle (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure involving the reload, the stapling was completed in zone 2 but there was difficulty retracting the knife blade after firing the stapler. The clamped was locked during retraction and would not open. It was also noted that there was breakage of the shaft at the articulation of the reload. Attempts to reopen the reload using various methods (neither to reboot/ disconnect-reconnection of the handle) were unsuccessful. The issue was resolved by resecting and re-stapling.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted two images of an egia45amt and one image of an egia4amt attached to a sigadaptxl. The reload appeared articulated, with laminates herniated from the right side. The jaws were clamped on tissue, and the I-beam was advanced slightly below the 1 cm cut line, showing tissue and fluid within the channel. The sigadaptxl was inserted into a port, and no visual abnormalities were noted on the adapter. The reload was received attached to a signia adapter and was fully fired, with jaws clamped on tissue. The non-articulation flag side blowout plate was proximally fractured, and laminates were herniated from the articulation joint. The I-beam was retracted just proximal to the 1 cm cut mark, and the proximal end of the reload adapter was broken. Functional testing found that the distal end of the reload was unloaded from the adapter, but the broken section remained inside. Damage to the proximal laminates was visible through the reload lumen, which precluded functional testing. It was reported that there was difficulty retracting the knife blade after firing the stapler. The clamped was locked during retraction and would not open. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that there was breakage of the shaft at the articulation of the reload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.